Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vich13.2 implantable collamer lens, +7.5 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for another lens.

Manufacturer narrative:
(The lens was returned dry in the case/vial; visual inspection found unspecified foreign material on surface and haptic torn). (B)(4).